Manufacturer narrative:
Device evaluated by simulated use testing, found operational problem, device repaired and returned to customer.

Event description:
Following cystoscopy but prior to lithotripsy, found bellows broken. Field service engineer dispatched and was able to bring the system back into working condition. Case was completed.